Event description:
It was reported that the customer encountered a continuous glucose monitor (cgm) error 42 on their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided a complete pump reset, guiding the caller through the process, and the error code did not reappear. The caller successfully started their sensor session following the reset.